Event description:
I drew up a covid vaccine for the patient with a vanishpoint 1ml syringe. The covid vial is a multidose vial. With the vanishpoint syringe, you have to withdraw the dose, then recap. You cannot change the needle you drew the vaccine up in. When I administered the injection to the patient's left thigh, the needle bent and did not pierce the patient's skin. I was able to retract the needle with the plunger handle. I could see the bent needle inside the spring of the needle. I told the patient's father that the vaccine was not given and that has never happened to me before. I disposed of the needle. The patient eventually got the vaccine after redrawing a dose with a new vanishpoint needle.